Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had heart block and bradycardia that was not detected by the implantable cardiac monitor (icm). The patient experienced syncope and was taken to hospital where a temporary pacemaker was implanted. During this period squared off waves were seen on electrocardiogram due to interference by the temporary pacemaker. The icm was explanted and the patient later on received a permanent pacemaker. The patient was stable following the procedure with the new pacemaker.